Event description:
It was reported that towards the end of a da vinci s prostatectomy procedure, the surgical staff experienced non-recoverable system error code # 264. An isi technical support engineer (tse) attempted to troubleshoot the issue via telephone and had the site power down, reset the breaker, emergency power off and power back on the system, however, error code # 264 immediately returned. The system error logs were reviewed by the tse and in addition to error code # 264, error code # 290 was also observed within the logs. The tse had the site power down the system again, perform an emergency power off and breaker reset, had the surgeon move the right master controller to various positions, however, error code # 264 recurred upon power up. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes #264 and #290 were associated with the multiple servo driver (msd) printed circuit assembly (pca) board. The system contains two msd pcas which provide drive current to the servo motors associated with each degree of freedom of a system arm. The system was repaired by replacing the affected msd. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #290 occurs when the system detects that the msd board did not perform required computations during a servo cycle. Upon determining this condition, the safety systems put the da vinci in a "recoverable safe state." System error code #264 is a sympathetic fault providing additional info to the field service engineer. The msd pca was returned to isi for failure analysis investigation. Engineering discovered that one of the pins was bent, thus generating the system error codes experienced by the customer. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
Additional information can be found in sections. Corrected data can be found in section . As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding the patient that underwent a da vinci-assisted radical retropubic prostatectomy procedure which was converted to open surgery for the anastomosis with also lysis of adhesions laparoscopically and flexible cystourethroscopy on 07/06/2010 for localized prostate cancer. Isi was provided with the da vinci surgery operative report. The surgeon noted that the surgery was an eleven hour procedure due to difficulty of case from previous surgery, scarry and adhesions and converted to open because of machine error failure. During the surgery, the da vinci system generated a system error code 264. The surgical staff contacted an isi technical support engineer (tse) for assistance but the reported issue was unable to be resolved. The surgeon then made the decision to convert to open surgery. The surgery was completed via open surgery and no further complications were reported. The estimated blood loss of the procedure was 300 ml. No additional information was provided. A recurrence of the reported complaint of a system error code 264 is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Therefore, the previously submitted initial MDR is being retracted.